Manufacturer narrative:
A field service engineer evaluated the device and confirmed the 110b error code and recommended replacing solenoid 3 and solenoid 4 to resolve the reported issue.

Manufacturer narrative:
H10: the bench repair technician confirmed the 110b error code at bench and recommended that solenoid 3 and solenoid 4 should be replaced to resolve the reported issue. The bench repair technician therefore installed the 2 solenoid valves and confirmed that the device successfully passed required performance verification tests per philips standard. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint by the customer on the v60 indicating that a 110b "check vent alarm - autozero failure" error code occurred. The device was in use on a patient at the time the reported issue was discovered, and the device was swapped out for another ventilator; however, there was no harm to the patient or user. The customer and the remote service engineer (rse) confirmed that the 110b "check vent alarm - autozero failure" error code was logged. The rse reviewed the error code per the service manual and advised the customer to replace solenoids 3&4. The customer requested bench repair, and the rse provided the customer with the bench form. The rse also advised the customer to remove the battery before shipping the device. Investigation is ongoing.